Event description:
Physical therapist reported that patient was getting stuck in the transition from sit to stand in the ekso device. Following some clinical tips from ekso, the patient was able to stand. The pt sat the patient fully down in the device and repositioned her hips in the device to help the issue. The first time this patient used the device, they did not have any issues, but after the second time, she had some knee swelling. The pt reported that nothing else was changed from the first to second use, so it is unclear what caused the swelling. Patient is a complete injury and is unable to sense and has some spasticity. Pt noticed that the motor on the left side of the device was very warm at the left knee in comparison to the other 3 motors. Pt believes that the only explanation was that the knee motor on her left was having to work really hard to break up spasticity. They checked skin after device use and there was no heat in contact with the patient's skin so all that seemed to be fine. During ekso device use, the patient's leg drew up into a flexion spasm in the initial sit to stand. Her leg essentially came out of her shoe and flexed under the chair when she should have been in full stand. The pt believed her setup was a bit more challenging this second time likely due to the amount of her spasticity that day in her left leg. With her increased spasticity this day, she could have been outside the range for ankle dorsiflexion/knee extension but was not reassessed on this date. Following the swelling, the patient was admitted to the ER and diagnosed with a fractured leg and sepsis. The patient was treated with fluids and antibiotics and will be seeing a orthopedic surgeon following hospital release. The pt/site was previously told that the patient had a uti, which the pt believes may explain the sepsis post-leg fracture. The site also did ask the patient about any history of osteoporosis/osteopenia about a month before ekso use and the patient declined prior history of such. The pt recommended standing program 3 times per week and stretching program, which the patient had been doing. She was right on the cusp for rom, particularly of ankle at neutral and knee extension. From discussion with the pt, it was determined that the ekso device was functioning as-intended and was not believed to be malfunctioning. The sit to stand issue that the site was having was likely clinical in nature. They were reporting a few clients were getting stuck about ¾ of the way from a sit to a stand. Ekso believes that there were multiple potential causes of this - poor weight shift forward, pts not giving enough help to patients with no strength, and not tightening fully the posterior sling. Following ekso advice, this sit to stand issue was resolved. It is unclear if the knee swelling and fracture issue is definitively linked to ekso use, however the swelling was reported after using the device. The patient's uti history may also explain the sepsis issue and that is likely not linked to the ekso device use.